Manufacturer narrative:
H3: one device was retuned for repair in used condition. This device has not been serviced in the past. Customer's reported problem of alarming error code 42222 was verified by functional testing. Most probable cause is the main board. Replaced the main board and the device passed all functional tests after the repair.

Event description:
It was reported that there was an error code 42222. There was no patient involvement.